Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Both load cells were found defective and a replacement was required. Visual inspection was performed and found damaged top cover and front enclosure, unrelated to the reported complaint. Device shows signs of contamination and corrosion inside. The top cover and front enclosure were replaced to address the issue. In addition, the channel roller assembly and the reset cable switch are damaged and therefore need a replacement. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in 2009. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform has also exceeded its expected service life of 5 years. Following the repair, the autopulse passed all testing successfully with no issue or faults observed. During functional testing, (ua) 07 displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error messages (ua) 07 on (B)(6) 2018 2017 but not on the customer reported event date of (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse sn (B)(4). (B)(4), reported on 03/26/2013. The load cell was replaced to address this complaint.

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement reported on this issue.